Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Associated with 1038671-2017-00280.

Event description:
Index surgery: 2000. Revision of hip components due to poly wear as seen on x-rays.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of polyethylene wear. Associated with 1038671-2017-00280.

Event description:
Index surgery: 2000. Revision of hip components due to poly wear as seen on x-rays.